Event description:
It was reported that there was a primary tubing set for a (heparin) drip and the spike broke off in the bag. It was confirmed during follow up that there was no patient harm as a result of this event.

Manufacturer narrative:
The customer¿s report that the spike broke inside IV bag was confirmed. The breakage was caused by an external lateral force. The set was visually inspected for incomplete bonding engagements, cracks, kinks, holes, and tears in the tubing and its components. The spike of the drip chamber was broken off near the tip of the spike. Further visual inspection under magnification found that the break site was rough and uneven with some plastic deformation. No tool marks or other anomalies were observed on the drip chamber¿s spike or throughout the set. Functional testing was not performed due to the drip chamber spike break. The root cause was not identified.

Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the product be received for evaluation.

Event description:
It was reported that there was a primary tubing set for a heparin drip and the spike broke off in the bag and tubing and the bag had to be discarded. There was no patient harm.